Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Npi: 8100 rate accuracy test fail. Display board- segment dim. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8100 sn (B)(4) is having issue on rate accuracy test . Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: I assisted biomed on 8100 sn (B)(4) is having an issue on rate accuracy test . I recommended to replace the bezel assembly. Biomed go ahead and replaced the bezel assembly, will call back if needed further assistance. (B)(4).